Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 180 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
No unexpected motor error alarms, failed battery test alarms, scrolling of numbers or button error alarms noted during testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and off no power test. The operating currents were in specification. The motor was tested outside of the insulin pump and passed. The insulin pump had an intermittent button response on the up arrow button due to corroded keypad traces noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, broken reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.